Event description:
It was reported that an ilet user experienced signal loss between the ilet and a dexcom g7 sensor, with the sensor remaining in pairing mode until troubleshooting was completed; the user¿s blood glucose was 187 mg/dl and there was no adverse event or hospitalization. Symptoms included no clinical effects. Outcomes included restoration of sensor communication after the user restarted the ilet and re-entered the pairing code. Investigation included customer service troubleshooting, device restart, and verification of successful reconnection. Investigation of this case revealed a resolved communication disruption between the ilet and the cgm sensor, with normal function after reboot and re-pairing; no device damage was identified. It was concluded, based on previously established findings for similar reports, that the cause was a temporary communication or pairing disruption resolved through standard troubleshooting.